Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 4.1 was off the bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,06-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was off the bus. A field service engineer (fse) identified that there was no light on the drawer controller card; the station was powered down. The rear panel of the drawer was removed for inspection, revealing a broken retractor band, which was subsequently replaced. However, after powering the station back on, the issue persisted. The station was powered off again, and the drawer controller card was replaced. Despite this, the issue was not resolved. A second replacement of the drawer controller card was attempted with no change in behavior. Finally, the pyxis's module controller was replaced. After powering the station back on and addressing the new drawer controller, the issue was successfully resolved. The system functioned as intended after the field service engineer repaired the device.